Event description:
Customer reported receiving false low alerts and stated that the insulin pump went into threshold suspend. Customer also mentioned noticing bent cannulas and having a difference between the sensor glucose readings versus the blood glucose readings. Customer stated that their blood glucose reading was 44 mg/dl before supper and 116 mg/dl after. Customer stated that it was normal for him. Customer's blood glucose reading at the time of the call was 146 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.